Manufacturer narrative:
The reported complaint of the presence of a contrast agent in the retroperitoneal area of the patient after performing the power injection of contrast through one of the infusion lines of the quattro catheter was most likely attributed to the user error. There was no device malfunction observed during the catheter evaluation. The catheter performed as intended. During visual inspection, there was no physical damage observed on the catheter. The balloons were examined and there were no tears, balloon bond detachment or rupture noted. Blood residue was observed on the catheter's balloons and along the catheter shaft. Functional testing of the returned catheter was performed. All infusion ports and extension tubes were flushed without resistance. The catheter was connected to a pressurized inflation device, the balloons fully inflated when pressurized up to 100 psi without any issues. The balloons did not leak during inflation or deflation. All lumens flushed as intended. Catheter instructions for use warns against using pressure exceeding 100 psi. Zoll representative educated the user that zoll catheters aren't to be used for power injections, user expressed understanding. Usually for CT scan of the abdominal/pelvis area radial access is used. In this case, contrast usually not seen in retroperitoneal area. In this case, contrast was inserted in vena cava location. This could be possible explanation of contrast distribution in retroperitoneal area. In agreement with a reporter, contrast agent infusion had no caused harm to the patient.

Event description:
A (B)(6) years old male patient was found down in the nursing home in pulseless electrical activity (pea) arrest (trach had a mucous plug). The CPR was initiated with a returned pulse. On (B)(6) 2020, the zoll quattro catheter was inserted into the left femoral vein. The insertion was smooth from the first attempt, however, the catheter was never used for the ivtm treatment. The physician was planning to cool the patient but changed the decision when found the respiratory arrest was the cause of the incident and the patient's neuro status was returned to baseline. On (B)(6) 2020, the patient was prepared for the CT scan of the abdominal/pelvis area, the contrast agent was power injected on one of the infusion lines of quattro catheter. As a result of this, the patient has a contrast in the retroperitoneal area. The catheter and the balloons were intact upon catheter removal. Per the reporter, the patient is alive and they don't feel that contrast agent infusion has caused any harm to the patient.